Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Did not note any slower than normal motor rewinds compared to that of other pumps. Also the pump did not hesitate to administer a bolus during the above mentioned tests. Thump software was utilized and uploaded trace/history files properly. Although the adapt tool does list some 7=no delivery and other delivery related alerts/alarms, they all occurred after the event date. The adapt tool does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of insulin flow blocked alarms and slower rewinds both were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unexplained and random insulin flow blockage alarms and the pump rewinds a little slower than it has in the past. Also, the customer reported the pump hesitates to resume delivery. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-342, and mmt-442ag. Troubleshooting was not performed, and it was unknown whether the past event flow block issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-342, and mmt-442ag.